Manufacturer narrative:
One sample of the infusion set was submitted for quality evaluation. Visual inspection was conducted and there were no damages or abnormalities identified in the assembly. The sample was then primed with water and a simulated infusion was conducted at a flow rate of 125 ml/ hr. The simulated infusion was conducted for 1 hour. There was no visual indication or pump alarm of leakage, occlusion or air-in-line. The customer complaint of air-in-line was not confirmed. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air in line. The following information was provided by the initial reporter: to clarify the issue, did the device fail to alarm for air-in-line when there was air visible in the line? Yes, when the air traveled through the line inside the channel, no alarm triggered. Did any air make it to the patient? Yes, unsure of exact amount, the rn was in the room and noted it before patient had any symptoms. Was there patient harm or injury? No. What was the name of the medication/fluid that was infusing? 0.9% normal saline. What was the intended or ordered infusion rate? (Ml/hr.) 30 ml/hr. What was the intended volume to be infused (vtbi)? Unknown. What was the total bag/bottle volume and concentration? Unknown, bag volume was 1 liter, unsure of exact volume when this occurred. Are there any other infusions currently running at the time of the event? Secondary antibiotic was finishing- unsure of medication. If so, please list the fluids/medication (name and rate of infusion): unsure. What was the brand/manufacturer and model# of the tubing set? Bd, alaris and pump infusion set, ref: 2420-0007.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.